Manufacturer narrative:
The device was received undeployed. Rotational sensor abnormalities were observed in the download data which resulted in first prime ending early and the firing flat not being properly aligned by the end of second prime. The investigation found no damage or defects to the rotational sensor assembly. The rotational sensor malfunction can be confirmed as the cause of the reported event. The exact cause of the rotational sensor malfunction could not be conclusively determined.

Event description:
It was reported by the patient's legal guardians that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.